Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd sharps container the following information was received by the initial reporter with the verbatim: there is a defect noted on the lid of the sharp container (v460-01-003-a / 300196_container,contaminated sharp,ot,22.7l) upon opening the carton box. Kindly assist to arrange a 1 to 1 exchange.